Event description:
It was reported that a moderately tortuous, moderately calcified, right coronary artery lesion was pre-dilated with an unspecified dilatation balloon. During advancement, a mini vision rx (2.5 x 18 mm) stent delivery system met resistance and was unable to cross the lesion. There was no resistance noted with the removal of the mini vision rx (2.5 x 18 mm) stent or the mini vision rx (2.5 x 18 mm) stent delivery system. Upon removal, the stent was noted to be dislodging/loose. Another mini vision rx (2.5 x 18 mm) stent delivery system was used to successfully complete the procedure. There was no adverse patient effect and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.